Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation determined that the chagas elecsys e2g 300 v2 assay performed within specifications. Calibration and quality control data from the relevant time period were reviewed and found to be within expected ranges. Additionally, precision testing confirmed acceptable assay performance. The root cause for the observed non-reproducible reactive result could not be determined. Pre-analytical factors, such as sample preparation and handling, were reviewed but did not reveal any anomalies. The device remains in operation at the customer site, and no general reagent or assay malfunction was identified.

Event description:
The initial reporter alleged a non-reproducible reactive result for one patient sample tested with the chagas elecsys e2g 300 v2 assay on the cobas e 801 module. The initial test, performed on (B)(6) 2024 at 18:57, yielded a reactive result of 6.13 coi. Subsequent repeat tests conducted on (B)(6) 2024 at 20:23 produced non-reactive results of 0.0945 coi and 0.101 coi. Additional repeat tests performed on (B)(6) 2024 at 11:22 yielded non-reactive results of 0.0907 coi and 0.0922 coi, and a further test on (B)(6) 2024 at 13:27 also produced a non-reactive result of 0.104 coi.